Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a pulmonary vein isolation procedure, air was aspirated when the sheath was placed from the right side. The sheath was not placed in the left atrium, and the procedure continued with the device in the right atrium with no adverse consequences to the patient.